Manufacturer narrative:
The investigation has been started since the complaint was received. The following contents have been conducted: 1. Understanding of moduevo manufacturing and installation process: the medical ceiling supply unit (model: moduevo) consists of multiple configurable modules. Based on customer requirements, the system is manufactured and assembled into modules (e.g., beam and distributor) at the manufacturing site, where internal gas connections are completed. The modules are then distributed to the healthcare facility for final installation, and the gas supply connection to the facility¿s pipeline system is performed on site. 2. On-site inspection by field service engineer (fse): getinge¿s field service engineer (fse) contacted the installer, who is a getinge-qualified technician. The installer subsequently visited the hospital and inspected the reported moduevo unit. During the inspection, it was identified that the oxygen (o2) gas hose of the moduevo had been incorrectly connected to the hospital¿s compressed air gas supply. The installer corrected the issue by reconnecting the o2 gas hose to the appropriate oxygen gas supply. All moduevo units (total of (B)(4) units) installed at the hospital were inspected following this finding, and no similar misconnection was identified. No deficiencies related to the moduevo product itself were found at the customer site. 3. Manufacture investigation: 3.1 review of device history record and installation documentation: 3.1.1 getinge suzhou reviewed the device history records (DHR) related to the affected units and verified the internal medical gas pipeline configuration: the units were manufactured in august 2025 and installed in september 2025. A review of the production records confirmed that: 1). No deviations were identified during the manufacturing process. 2). All units passed required inspections and testing prior to release for shipment, including testing of the medical gas pipeline. The following verifications were completed during production: a. Correct gas outlet types and labeling. B. Correct color coding and identification of gas hoses. C. Successful leakage and integrity testing. 3.1.2 installation instruction (reference no. 2025-06 im 009101001 en ed1k) is reviewed, which is provided with the product to support on-site installation and verification prior to clinical use. The review confirmed that the installation requirements are clearly defined, including: 1). Section 3, page 30: states that gas hose connections must be performed by a getinge-qualified technician or getinge-approved qualified technician. The technician is instructed to refer to the labels attached to the gas hoses and the corresponding hose color coding to identify gas types and connect them to the correct gas risers. Supporting document and detailed descriptions of gas hoses and color codes are also provided. 2). Section 3.3, page 31: specifies that gas verification checks are required to be performed by both the installer and the hospital after completion of gas pipeline connections. 3.2 communication with fse regarding potential cause getinge suzhou communicated with the fse to further understand possible contributing factors: 1). The installer involved is a getinge-qualified technician with prior experience in the installation of moduevo systems and demonstrated understanding of the installation manual requirements. 2). The installer reported that the hospital¿s gas supply hoses were not clearly labeled with specific gas color codes, which may have contributed to the misconnection between the oxygen and compressed air gas supplies. Functional testing was performed following installation; however, the incorrect gas connection was not identified at that time. 3). Communication with the hospital confirmed that the required medical gas inspections in accordance with en iso 7396-1:2007 were not conducted prior to placing the unit into clinical use. Conclusion: based on the investigation findings, the most probable cause of the event was an incorrect gas hose connection during on-site installation, combined with insufficient verification of the gas connections at the customer site prior to clinical use. No evidence was identified indicating a manufacturing defect or design-related issue with the moduevo product. Actions taken this is the only event reported in the past five (5) years. To prevent recurrence, getinge has implemented the following actions: 1. The installer involved has been informed of the event and acknowledged the installation error. A refresher service qualification training for installer is planned in q2 2026. 2. Getinge suzhou issued a service bulletin to remind ssu service technicians that gas hose connections and gas verification checks are critical steps during ceiling pendant installation. (Completed in march 2026). 3. The hospital was notified and required to apply appropriate identification labeling to gas hoses and to complete the required medical gas verification tests in accordance with applicable standards. (Completed in march 2026).

Event description:
On (B)(6) 2025, getinge india received a complaint from the hospital in india that the gas hose of o2 in moduevo was wrongly connected to the air gas supply of healthcare facility in the hospital. The patient went into hypoxia for 30 seconds, didn't suffer any visible damage and later the patient was discharged as planned.